Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless metaphyseal fitting anatomic total hip arthroplasty with ceramic-on-ceramic bearing in patients thirty years of age or older" written by young-hoo kim, md, jang-won park, md, and jun-shik kim, md published by by the journal of bone and joint surgery 2012 was reviewed. The article's purpose: "the purpose of this study was to evaluate the midterm results of the cementless metaphyseal fitting anatomic total hip prosthesis in patients younger than thirty years of age, with a particular emphasis on the prevalence of thigh pain, resorption of bone due to stress-shielding of the proximal part of the femur, aseptic loosening, and osteolysis." Data was compiled from 96 patients (127 hips) with a mean 14.6 year follow up that received implants between march 1995 and april 2001. Depuy products utilized: cementless duraloc cup in all hips, coc bearings and ips stem in all hips. Adverse events: thigh pain, cup revision due to recurrent dislocation, deep infection treated with open debridement and exchange of femoral head and liner with IV antibiotics, dislocation treated with closed reduction and bracing, heterotopic ossification.